Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a watchman truseal access system. The device was bloody. Analysis of the tip, sheath and hub/valve consisted of microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, sheath buckling located 4cm from the tip of the device with additional sheath damage (flattened) for 2cm, and tip damage (stretched/delaminated/bent). Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported a kink and recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device and delivery system were used. The was was positioned in the laa and the wds was advanced. The closure device was deployed, but was too proximal. A partial recapture was successful, but when a full recapture was attempted, the was was kinked and the closure device could not be fully recaptured. The devices were withdrawn from the patient together. The procedure was aborted. There were no patient complications. The patient was fine.

Event description:
It was reported a kink and recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device and delivery system were used. The was positioned in the laa and the wds was advanced. The closure device was deployed, but was too proximal. A partial recapture was successful, but when a full recapture was attempted, the was kinked and the closure device could not be fully recaptured. The devices were withdrawn from the patient together. The procedure was aborted. There were no patient complications. The patient was fine.